Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the hospital due to a vibratory alert for capacitor charge limit. A manual capacitor charge test was performed and the charging time was within normal range. No intervention was performed; the patient's condition was stable and will continue to be monitored.